Event description:
It was reported that during implant the physician tried to place the lead ten times without getting acceptable sensing and thresholds. The lead was not used and the patient's existing right ventricular (rv) lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.